Manufacturer narrative:
The following devices were also listed in this report: triathlon p/a ps beaded #2r; cat# 5516f202; lot# s99ef. Tritanium bplate triathlon s2; cat# 5536b200; lot# ebl8r. Triathlon mb patella pa a32; cat# 5554l320 ; lot# s94kx1a. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
It was reported patient underwent revision for infection with liner exchange. Only liner was exchanged.